Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of refr2333 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when inserting the catheter, it broke at 5cm on the externally exposed portion by itself, resulting in liquid leaks.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed, but the cause of the catheter breach could not be determined. The video showed an inserted groshong nxt PICC. The connector was attached and secured to the tubing. Discoloration was noted on the connector. As the video played, a leak of clear fluid was noted approximately 2cm from the insertion site. The characteristics of the leak site could not be observed from the video; therefore, the cause could not be determined. Potential contributing factors include sharp instrument damage, material fatigue, and overpressurization. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that when inserting the catheter, it broke at 5cm on the externally exposed portion by itself, resulting in liquid leaks.